Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: inspection of the screws did not reveal any evidence that the screw contributed to the event. The head of the screws were deformed, suggesting adequate final tightening was performed. No deformation and indentation on their bases. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the customer reported event is an insufficient tightening torque during final tightening.

Event description:
Primary surgery (l4/5/s plif) was performed more than 10 years ago, other companies products were used. After that, all the product were extracted and l3/4 were fixed with xia3, because the adjacent segmental diseases on l3/4. Then, a loosening of l3 right blocker and a backout of l3 left screw were found. Revision surgery was performed. L3 screws and all blockers were exchanged.

Event description:
Primary surgery (l4/5/s plif) was performed more than 10 years ago, other companies products were used. After that, all the product were extracted and l3/4 were fixed with xia3, because the adjacent segmental diseases on l3/4. Then, a loosening of l3 right blocker and a backout of l3 left screw were found. Revision surgery was performed. L3 screws and all blockers were exchanged.